Manufacturer narrative:
(B)(4). The exact date of event is unk.

Event description:
Reportedly, the ventilator was auto-triggering while being used on a pt in the ambulance. A peep pressure would go as high as 30 bpm, when setting at 9 bpm. The pt was hyperventilating and had to be transferred to another ambulance with a working ventilator. No additional pt info was available.